Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A balance chamber alarm occurred at the start of a routine hemodialysis treatment. The operator discontinued treatment without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not troubleshooting the alarm and not performing rinseback as instructed to in the user's guide. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and provided additional training to the operator regarding troubleshooting of alarms and performing rinseback. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.